Event description:
It was reported that patient had hip revision.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined. Additional device listed in this report is v40 cocr lfit head 36mm/-5, cat 6260-9-036, lot unknown. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.